Event description:
Customer reported a backlight anomaly. The customer stated his backlight was not working. Troubleshooting could not recover the customer's backlight. The customer also reported a failed battery test alarm while troubleshooting for the backlight anomaly. Troubleshooting found the battery compartment was not damaged or corroded. The customer's blood glucose was 139 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additoinal information provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with all buttons responding properly. No button error alarms. Unit received with no backlight due to faulty el panel. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window.